Event description:
A pt, a new contact lens wearer, experienced a pseudomonas infection in both eyes while using a regimen that included complete brand multi-purpose solution. According to reports, the pt experienced eye discharge, pain, blurriness and redness for three days. They took their contact leneses out on the second day, but the symptoms worsened. They went to a hosp emergency room on the third day where they were immediately diagnosed with infectious corneal ulcers. Pseudomonas infection was confirmed after lab analysis was completed on bilateral eye cultures. Also, cultures from the pt's lens case and bottle of complete reportedly tested positive for pseudomonas bacteria in the hosp lab. The pt was immediately hospitalized and received hourly fortified antibiotic eye drops. 2 days later, they were transferred to another hosp with cornea retina specialists. The pt was released a couple of weeks later. The pt's parent reported that the pt's current symptoms include red eyes and sensitivity to light. Current corrective treatment incldes ciloxin, tobramycin and a third (unk) eye drop. Their condition is evaluated daily by their attending ophthalmologist. Attempts are being made to obtain the complaint units, lab reports, and additional info regarding pt treatment and prognosis.